Event description:
It was reported that during implant attempt, the lv (left ventricular) lead would not stay in place. The lead was not used, and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.